Event description:
The manufacturer received information requesting assistance for a critical error code (sensor pressure mismatch) regarding a trilogy evo o. The device was in patient use. There was no harm or injury reported. Although there was no patient harm or injury, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. A 30-day report will be filed with the FDA. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.